Event description:
Brain tumor [brain neoplasm], does not feel right [feeling abnormal], allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek) [hypersensitivity], knee started swelling [joint swelling]. This serious, spontaneous report was received from a consumer in united states. This report concerns a female who experienced brain tumor, does not feel right, allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek), and knee started swelling during treatment with euflexxa (sodium hyaluronate) solution for injection (concentration, dose, and route unknown), for osteoarthritis on unknown dates. The patient reported that she has had euflexxa injections in the past (dates not reported). She reported that she had her second euflexxa injection on (B)(6) 2017, and her knee started swelling. She also developed an allergic reaction described as swelling of the face and lips, fever, and redness on the cheek. The patient reported that she does not feel right and that she will have brain tumor surgery (date of brain tumor unspecified) this coming fall. Event of brain tumor is considered medically significant. Action taken with euflexxa was unknown. At the time of this report, the outcome of does not feel right, knee started swelling, allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek) was not recovered. The outcome of brain tumor was unknown. The patient`s past drug therapy was significant for euflexxa (from unknown start date to unknown stop date). Concomitant medication use was not reported. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality for event of brain tumour: unassessable. Other case numbers: case number, others = (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. Argus number: (B)(4).

Event description:
Does not feel right [feeling abnormal]. Allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek) [hypersensitivity]. Knee started swelling [joint swelling]. This serious, spontaneous report was received from a consumer in united states. This report concerns a female who experienced brain tumor, does not feel right, allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek), and knee started swelling during treatment with euflexxa (sodium hyaluronate) solution for injection (concentration, dose, and route unknown), for osteoarthritis on unknown dates. The patient reported that she has had euflexxa injections in the past (dates not reported). She reported that she had her second euflexxa injection on wednesday, (B)(6) 2017, and her knee started swelling. She also developed an allergic reaction described as swelling of the face and lips, fever, and redness on the cheek. The patient reported that she does not feel right and that she will have brain tumor surgery (date of brain tumor unspecified) this coming fall. Event of brain tumor is considered medically significant. Action taken with euflexxa was unknown. At the time of this report, the outcome of does not feel right, knee started swelling, allergic reaction (described as swelling of the face and lips, fever, and redness on the cheek) was not recovered. The outcome of brain tumor was unknown. The patient`s past drug therapy was significant for euflexxa (from unknown start date to unknown stop date). Concomitant medication use was not reported. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality for event of brain tumour : not related. Company causality for event of brain tumour : not related. Other case numbers: case number, others = (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. On (B)(6) 2017 linp: company causality reassessed as not related. Argus number: (B)(4).